Manufacturer narrative:
(B)(4). The complaint flexitrunk infant nasal tubings are currently en-route to fph in (B)(4) for investigation, to determine if they had a malfunction which might have caused or contributed to the reported event.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two bc190 and one bc192 flexitrunk infant nasal tubings were leaking and failed the leak test. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two bc190-05 and one bc192-05 flexitrunk infant nasal tubing were returned to fph in new zealand for evaluation, where they were visually inspected. The returned devices were also pressurised and immersed in a water bath to test for leaks. Note: device 1: bc190-05, 50mm length (lot 160213, manufactured on 13 february 2016). Device 2: bc190-05, 50mm length (lot 160331, manufactured on 31 march 2016). Device 3: bc192-05, 100mm length (lot unknown). Results: visual inspection of the three returned devices revealed no visible damage. When the returned devices were immersed in a water bath, all exhibited a leak between the trilumen connector and evaqua tube. A lot check revealed no other complaints of this nature for lot 160213 (device 1) and lot 160331 (device 2). A lot check could not be performed for device 3 as no lot information was provided. Conclusion: we are unable to determine what had caused the reported leaks. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. Our user instructions that accompany the flexitrunk infant nasal tubing state: 'use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement.' A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that two bc190-05 and one bc192-05 flexitrunk infant nasal tubing were leaking and failed the leak test. No patient consequence was reported.